Manufacturer narrative:
One 13.5f guidestar steerable guiding sheath was received without the dilator under rg23158/ca. There were no other accessories. Traces of blood were found on and inside the sheath. According to the event description summary, air bubbles were observed coming in from the entrance valve or the handle while attempting to flush the sheath. Since it is not clear whether the source of the issue is the hemostatic valve or the three-was stopcock, both areas were tested. A visual inspection of the stopcock showed no signs of breakage or damage. The hemostatic valve looked normal and intact . The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport tubing or through the handle. Returned device analysis revealed the stopcock and hemostatic valve of the sheath were intact and showed no signs of breakage, damage or leakage. The sheath aspirated fully and smoothly and no bubbles were observed inside the sideport tubing. The sheath did not leak when tested manually and also met the iso leakage test method requirement. According to the DHR, the sheath passed all in process and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. Per qa procedure destino steerable guiding sheath in-process and final inspection sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal perform leak test according to procedure based on available leak tester. The leak test is performed by manufacturing personnel at 100% and is observed by quality assurance personnel at aql level ansi z 1.4, gen level I, normal, aql 1.5 normal. Per IFU: the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. Corrections are not required because the investigation did not conclude that the product or process did not meet specification at the time of shipment. The investigation concluded that the product met specification at the time of shipment. Complaint is unconfirmed. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that sheath could not flush because air seemed to be coming from the access valve. Many bubbles were visible while flushing. When inserting the heliostar catheter into the sheath and the sheath is to be flushed, it was not possible because many bubbles where seen and they didn't stop, they seemed to be coming in from the entrance valve or the handle. Tried to "seal" the handle to assure the sheath was being flushed, however this wasn't possible. Then we replaced and the new sheath had the same issue but was possible to "seal" with a sponge and allow the atrial pressure flush the sheath on its own. There was 10 min delay reported. Procedure completed successfully and no patient side effects reported. No additional information is available.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.